Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Lead damage due to subclavian crush was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.